Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited loss of capture and low pacing impedance. Programming changes were implemented. The patient was stable throughout.